Manufacturer narrative:
(B)(4). Pump passed the displacement, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. Pump failed to download traces and history files using thump. Unable to upload, download isolated to pcba 2. Insulin pump error unknown. Software error alarm unknown. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear the alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.